Event description:
I have been using clear care by alcon to clean my soft contact lenses. A few months ago, after I put the lenses in the case that is included with the solution, the solution bubbled over. I thought that I had overfilled the case, so I started again. I filled the case to the correct level and rinsed the lenses with the solution. I inserted the lens holder into the case and again it overflowed. I tried a few more times and had the same result. I contacted alcon and told them of the problem. They offered to send me new bottles of clear care and requested I return the bottles that I had purchased at (B)(6). Last week, I put my lenses in the case and the solution produced a thick white foam in the case and the case overflowed. I was using a bottle that I had opened and had been using for about one week. I opened another new bottle (this bottle was one that alcon had sent me) and the white foam appeared again. I have called alcon to report this, but I have not heard back from them as of this morning, (B)(6) 2017. I will contact them again. The product was damaged before the incident: no. The product was modified before the incident: no. (B)(4).